Manufacturer narrative:
(B)(6) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01982 and 3007042319-2015-01983) submitted for devices related to the same event.

Event description:
It was reported by the staff that a hvad patient presented with heart failure. The physician suspected pump failure. Log files were sent to the manufacturer and the patient's status was evaluated. The preliminary log file analysis indicates: ninety-nine (99) low flow alarms have been logged since july 28, 2015. The current low flow alarm limit is set to 3.0 lpm. One (1) high watt alarm was logged on (B)(6) 2015 at 01:57:14. The high watt alarm limit is currently set to 7.5w. One (1) high watt alarm was logged on (B)(6) 2015 at 19:00:08. The high watt alarm limit is currently set to 9.5 w. Two (2) vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2015 at 19:47:13 and (B)(6) 2015 at 06:09:59. Note change in hematocrit on august 2, 2015 and august 6, 2015. The patient was taken to the or to receive a pump and graft replacement secondary to outflow graft occlusion. Hw11784 replaced with hw23625. This is report 1 of 2.

Manufacturer narrative:
Hvad pump (B)(4) and a segment of outflow graft were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a sustained decrease in estimated flow and power consumption, and multiple low flow alarms prior to the event date. Analysis of the hvad pump (B)(4) revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01982 and 3007042319-2015-01983) submitted for devices related to the same event.